Event description:
It was reported that during a da vinci-assisted partial nephrectomy procedure, the surgeon injured the patient's vena cava during hilar dissection. The patient reportedly bled out on the table and passed away. There was no allegation that a malfunction of the da vinci system, an instrument, or an accessory occurred during the surgical procedure.

Manufacturer narrative:
Based on the information provided, isi has not determined the root cause for the intra-operative complication experienced by the patient and the patient's subsequent demise. There is no claim that a malfunction of the da vinci system, an instrument, or an accessory occurred. Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. A review of the site's system logs with a procedure date of (B)(6) 2015 revealed that no related system errors were found to have occurred during the surgical procedure that would have likely caused or contributed to the patient's intra-operative injury. This complaint is being reported due to the following conclusion: the patient sustained an injury to the vena cava while undergoing a da vinci-assisted partial nephrectomy procedure and subsequently passed away. However, at this time, the causes of the patient's intra-operative complication and subsequent demise are unknown.